Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-22018. It was reported the patient was scheduled to undergo surgical intervention to remove and replace the leads due to lead migration, however; during the procedure the physician was unable to implant the new leads so the entire scs system was removed. Surgical intervention may be pending to reimplant the scs system.